Event description:
Per the clinic, open circuits were noted on all electrodes. The patient was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure.